Manufacturer narrative:
Reason for reoperation: valve leak and/or damaged.

Event description:
Healthcare professional later reported "valve leaked with any pressure (faulty)".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Valve leak and/or damage: not observed. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "valve leaked with any pressure (faulty)". This record is for the right side. Device was explanted and replaced.